Event description:
Received notification of revision surgery. Email indicated "this patient fell and the screws came loose as did the cage which migrated posterior. Placed a competitor cage of unknown size back in. Took out screws put cement in holes and put in larger screws. No issues post op. Explant was discarded by hospital staff but did not show any signs of damage" according to representative.

Manufacturer narrative:
Device discarded by hospital.